Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip, battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer was troubleshooting for high blood glucose of 320 mg/dl, when she found a couple of alarms in the insulin pump history. The customer had treated for the blood glucose with manual injection and it was down to 152 mg/dl. Customer stated she could not read the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.